Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including permanent injury, infection, abscess, fistula and death. No medical records, autopsy report, or death certificate have been provided. The instructions-for-use (IFU) supplied with the device lists inflammation and fistula as possible complications. No lot number has been provided; therefore, a review of the manufacturing records is not possible. In regards to the infection, the warnings section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Should additional information be provided, a supplemental emdr will be submitted. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia patch on (B)(6) 2007. As reported, the plaintiff is making a claim for an adverse patient outcome against the composix kugel hernia patch. Attorney alleges that "plaintiff¿s death was caused by the wrongful act, neglect, and/or default of bard and davol. Specifically, the defective design and/or manufacturing of the bard composix kugel hernia patch led to the infection and inflammatory reaction, abscess, fistula, etc. That sent plaintiff to the hospital". Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the plaintiff" and wrongful death of the patient. It is also alleged that the plaintiff experienced emotional distress and the device was defective.